Event description:
Bilateral pt's left knee was revised due to spin out of the patella. The right knee was revised due to poly wear of the patella; the poly was locked in a rotated position.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.